Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging itching on arms and head for 2 months while using the device. The patient alleges receiving betamethasone and diprosone as treatment for itching. This event was determined to be an adverse event. Corrections were made to section h1, and to the health impact code. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging itching on arms and head for 2 months while using the device. The patient alleges receiving betamethasone and diprosone as treatment for itching. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.